Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. Customer's blood glucose was 9mmol/l. Customer was disconnected during prime. The piston continues to move forward after reservoir contact. No number or beeps heard on the device. Customer was unable to leave prime. Customer changed the set. The device was not dropped or bumped and it wasn't exposed to moisture. The drive support cap was not damaged. No further information reported.